Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed self-test and displacement test. No display anomaly, missing segments, or partial display noted during testing. The device had minor scratches on lcd window and corroded battery tube.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had missing segments on the screen. It was stated that it was very difficult to read the writing on the screen. Troubleshooting could not be done at the time of the call because the customer was unavailable to do so. Advised that a replacement insulin pump would be sent.